Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Screw head popped off and were burred to the extent that nothing remained. There was a ten (10) minute delay in surgery. Patient condition was stable and surgery was successful. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the heads popped off of six matrix midface screws that were being implanted during a fibula flap reconstruction for mid face procedure on (B)(6) 2017. Upon putting the screws into the fibula, two (2) screw heads popped off. Pre-drilling with a 6mm stop drill bit was tried and this resulted in four (4) more screw heads popping off. The surgeon then had to drill out the screws using a diamond burr. The screws were burred to the extent that nothing remained as described by the sales consultant. There was a ten (10) minute delay in surgery. Patient condition was stable and surgery was successful. Concomitant devices reported: screwdriver handle (part# 311.006, lot# unknown, quantity# 2); screwdriver blade (part# 03.503.202, lot# unknown, quantity# 1); screwdriver blade (part# 03.503.201, lot# unknown, quantity# 1). This is report 1 of 6 for (B)(4).